Event description:
My apple devices have high levels of radiofrequency, almost double thee permitted. On apple inc, they show my devices as almost exclusive devices with the same problem. Why is that? I'm suffering virtual crimes and soon discovered that I was being part of studies before my consent. I need assistance. I'm a brazilian doctor and love USA, and hope to get answers. Thank you. I believe it started in 2017 on apple and harvard's study involving ECG on apple watches. FDA safety report ID # (B)(4). .